Manufacturer narrative:
E1: initial reporter postal code: (B)(6); should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not infuse any contents. The issue occurred during patient infusion. The device was filled with cefazolin (aft) 6000mg in 24ml sodium chloride 0.9%. The peripherally inserted central catheter (PICC) line flushed with no issues are there were no kinks in the line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from november 03, 2022 to november 07, 2022. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow of fluid was observed coming out at the distal luer. A functional flow rate test was performed and the flow rate was found to be within product specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.